Event description:
Attempt was made to deploy stent. Unable to position stent and inability to get stent beyond the end of guide. When stent balloon removed from body, stent was not visible on balloon.